Event description:
I used renu moistureloc contact solution from 9-1-05 - 4-13-05. I was rushed to urgent care, diagnosed with herpes of the eye or fusarium keratitis. I used anti fungal and steroids to help and my vision is worse than before. I still have lesions in eye and blurred, dryness.